Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that the ins was no longer working and was not charging. It stopped working 6 months to a year ago. 2 different times in 2021,  the manufacturer representative (rep) jump started it and it worked for a little while and once the patient "used up the juice",  the patient could not charge it again. They determined ins had to be replaced.